Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cough, her eye blew while using the device, patient also alleged the device was giving up, and the lid was deteriorating. Patient stated that she visited the eye doctor twice and "it was optical nerve swelling. The device has not yet returned to the manufacturer for evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete. Section(s) b1, b2, has changed related to the complaint changing from the reported product problem to adverse event and product problem. Section h1 has changed to reflect a serious injury. Section h6 health effect- impact code has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging patient had a cough patient also alleged the device was giving up, and the lid was deteriorating. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device not returned to manufacturer.